Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device and six electronic photos were returned for evaluation. A visual inspection found fiber disturbance on the proximal cone of the balloon, and the outer pebax layer was noted to be peeled throughout the length of the balloon. Therefore, the investigation is confirmed for fiber disturbance and peeled pebax. The device was inflated and deflated without issue using an in-house inflation device. However the proximal cone of the balloon took an asymmetrical shape due to the fiber disturbance. Therefore, the investigation is confirmed for the reported material deformation. The fiber disturbance contributed to the reported asymmetric inflation shape. However, the definitive root cause for the identified fibers disturbance or peeled pebax could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure for a shunt of the cephalic vein, while inflating the pta balloon at the lesion site, the balloon allegedly failed to inflate. The health care provider allegedly cancelled the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure for a shunt of the cephalic vein, while inflating the pta balloon at the lesion site, balloon material allegedly deformed. The health care provider allegedly cancelled the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device and six electronic photos were returned for evaluation. A visual inspection found fiber disturbance on the proximal cone of the balloon, and the outer pebax layer was noted to be peeled throughout the length of the balloon. Therefore, the investigation is confirmed for fiber disturbance and peeled pebax. The device was inflated and deflated without issue using an in-house inflation device. However the proximal cone of the balloon took an asymmetrical shape due to the fiber disturbance. Therefore, the investigation is confirmed for the reported material deformation. The fiber disturbance contributed to the reported asymmetric inflation shape. However, the definitive root cause for the identified fibers disturbance or peeled pebax could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.